Event description:
Priming and no cutting power.

Manufacturer narrative:
Unit received from the field. Per service eval, fluid in aspiration line. No fluid in administrative tube. Suspect customer did have unit set up properly. Unit primed and functioned successfully. This lot has a (B)(4) complaint rate; review of DHR does not indicate mfg error.